Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse cleared the error code, and performed all performance tests and calibrations as detailed on the service manual. No component was replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.(B)(4)

Event description:
It was reported that an 840 ventilator became inoperable. There was no patient involvement.